Event description:
It was reported that, pt called to report that he has a stryker hip and it began squeaking six or more months back. Pt also feels a tightness in lower back and left side."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device remains implanted. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.